Event description:
Customer's husband reported an incident of hypoglycemia, requiring treatment by layperson at a time when the customer attempted, was unable to use her aviva system due to error with specifications. A request was made for the return of the system and a replacement was sent.